Manufacturer narrative:
(B)(4). We are awaiting investigation results. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported while ablating with the livewire tc ablation catheter at 60 degrees and 60 watts power, "popping" was noted during the second and fourth ablation "shot". This lead to "carbonization" on the distal portion of the catheter. The catheter was removed from the patient and cleaned, which extended procedure time. Another device was obtained to continue the procedure with no complications to the patient. Additional information was requested but is not available.